Manufacturer narrative:
UDI: (B)(4). One versa tru forcep was returned for evaluation with no visual abnormalities observed. On 01/29/2018, a multimeter was used to measure the resistance between two points along each tip. Both tips produced a current. Therefore, this complaint is not confirmed. The complaint condition was not able to be replicated. The device did not contribute to the complaint condition. Product review showed that all parameters met the specifications. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records could not be performed as the lot number provided was incorrect. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
As reported, the versatru forceps failed to coagulate, it was reported that it did not scar well. Another forceps was used to complete the procedure. There were no reports of delay or patient harm.